Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/02/2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. The receiver was returned for evaluation. A visual exterior inspection was performed and it passed. The receiver did took the charge and booted up. The receiver log was reviewed, finding no errors related to the complaint. The receiver functional test was performed and it passed all the relevant testing. The complaint of receiver initialization without a manual restart could not be confirmed. The root cause could not be determined.